Event description:
It was reported that the left ventricular (lv) lead was out of position. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had melted, had cosmetic environmental stress cracking, and a cosmetic depression. Apparent explant damage was also noted.